Event description:
Reporter initially stated "internal bumper imbedded in intestinal mucosa, in the stomach lining", which resulted in surgical removal in the o.r. Reporter later stated this incident was not due to the device, but to improper care of the device. Two tubes were involved, one of which had become wrinkled. One pt involved. The event date given above is approximate.